Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed without problems and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 8mm proximal from the distal marker band. The hole in the inner shaft is consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured as there was a hole in the inner shaft in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed without problems and the procedure was completed with another of same device. No patient complications were reported.